Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pregnancy with contraceptive device ('pregnancy birth - no complication') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("physical pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, abdominal pain and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device dislocation, pelvic pain, pregnancy with contraceptive device and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded / bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Lab data added. Events :pregnancy birth - no complication, migration, abdominal, psych injury were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: unknown location/the right coil was missing'), stillbirth ('pregnancy (stillbirth )/preterm delivery') and pregnancy with contraceptive device ('pregnancy birth (still birth)') in a 28-year-old female patient who had essure (batch no. 626278) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included tubal ligation on (B)(6)2010, diabetes, parity 4 (B)(6)2001,(B)(6)2002, (B)(6)2008, (B)(6)2009), chickenpox, penicillin allergy and arthroscopy l knee. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), medroxyprogesterone acetate (depoprovera) from (B)(6)2008 to (B)(6)2008, paracetamol (acetaminophen) since (B)(6)2008 and paroxetine. On (B)(6)2008, the patient had essure inserted. On (B)(6)2008, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and migraine ("migraines / headaches"). In (B)(6)2008, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6)2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6)2008, the patient experienced pelvic pain ("physical pain"). On (B)(6)2008, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6)2009, the patient experienced stillbirth (seriousness criterion medically significant). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). Essure treatment was not changed. At the time of the report, the device dislocation, stillbirth, pregnancy with contraceptive device, pelvic pain, abdominal pain, psychological trauma, vaginal haemorrhage, menorrhagia, depression, anxiety and migraine outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as stillbirth. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma, stillbirth and vaginal haemorrhage to be related to essure. The reporter commented: six coils were noted. Discrepancy noted essure confirmation test(s) conducted, specify- as per pfs, (B)(6)2008, hysterosalpingogram (hsg) result: unilateral occlusion (left tube occluded) healthcare provider tell you about your result: physician said the right coil was missing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: essure device was successfully occluded / bilateral occlusion. Lot number:626278 manufacture date: 2007-11 expiration date: 2009-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: unknown locatiom/the right coil was missing'), stillbirth ('pregnancy (stillbirth )/preterm delivery') and pregnancy with contraceptive device ('pregnancy birth (still birth)') in a 28-year-old female patient who had essure (batch no. 626278) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included tubal ligation on (B)(6) 2010, diabetes, parity 4 ((B)(6) 2001, (B)(6) 2002, (B)(6) 2008, (B)(6) 2009), chickenpox, penicillin allergy and arthroscopy l knee. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), medroxyprogesterone acetate (depoprovera) from (B)(6) 2008 to (B)(6) 2008, paracetamol (acetaminophen) since (B)(6) 2008 and paroxetine. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and migraine ("migraines / headaches"). In (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2008, the patient experienced pelvic pain ("physical pain"). On (B)(6) 2008, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2009, the patient experienced stillbirth (seriousness criterion medically significant). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). Essure treatment was not changed. At the time of the report, the device dislocation, stillbirth, pregnancy with contraceptive device, pelvic pain, abdominal pain, psychological trauma, vaginal haemorrhage, menorrhagia, depression, anxiety and migraine outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as stillbirth. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma, stillbirth and vaginal haemorrhage to be related to essure. The reporter commented: six coils were noted. Discrepancy noted essure confirmation test(s) conducted, specify- as per pfs, (B)(6) 2008, hysterosalpingogram (hsg) result: unilateral occlusion (left tube occluded) healthcare provider tell you about your result: physician said the right coil was missing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded / bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record received. Event pregnancy with complication updated from pregnancy: no complication and event migration of essure device location of device: unknown location added to the verbatim migration. Pregnancy outcome updated to stillbirth. Event abnormal bleeding (vaginal) , abnormal bleeding (menorrhagia), pregnancy (stillbirth or miscarriage), psychological or psychiatric problems condition: depression psychological or psychiatric problems condition:mental anguish and migraines / headaches were added. Medical history, past medical history, concomitant drugs and lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.